Event description:
This vent "shut down" on a pt. She said that the rt that was in the room with the pt and suddenly the vent stopped. She said that the vent shut down, they had to turn the vent on again...and after a few seconds, its shut down again. She does not know if it alarmed or not, since she wasn't there. But, they swapped the vent out with another 3100b. No pt comprimise noted. She took the vent to another room and it would turn on, then when they would try to start the oscillator, after about 20-30 seconds the circuit breaker (on/off) switch would switch to off and would not alarm. She said ti did that several times. The settings on the pt were aprox, power 10, it,33,hz5.0,map 35. Thats all she had on the settings. She stated that it wasn't an oscillator overheat alarm, because it was the on/off switch that actually tripped etc. Will be following up with hillrom, going to have unit sent back here for investtigation. Patricia called back and wanted to let me know, that when this "incident" happened on the pt, the rt did notice a burning smell etc. Could have possibly been a oscillator overheat condition etc, but she's not sure. This unit will be coming back for investigation under rga number 19542.